Event description:
The customer reported via phone call that the insulin pump alarmed button error when the customer was about to administer a bolus. Customer's blood glucose was 141 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube lip, cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.